Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 107 mg/dl, 106 mg/dl, 358 mg/dl, 342 mg/dl, and 114 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.